Manufacturer narrative:
The customed biomed spoke by telephone support to a philips remote clinical support (rcs) who advised the biomed the device speaker was faulty. The biomed indicated they would obtain and replace the faulty speaker. The device remains at the customer site. Attempts were made to confirm the resolution; however, no response was received. H3 other text : see h10.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported some alarms are not sounding. The biomed has four pic ix systems together and is going use a simulator to test each one to see if one of the speakers may not be working. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.